Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As reported on (B)(4): "flexible drill broke due to extremely hard bone quality...the screw was no longer advanceable. A competitive screwdriver was used in its place to advance the remainder of the screw". Update 05/09/2018: rep confirmed a surgical delay of approximately 5 minutes. Primary procedure.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that the flexible drill shaft was broken during the case. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history review was not performed as the device is an OEM product. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 116138, lot number 46121016 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : device not returned.

Event description:
As reported on pi 1792882: "flexible drill broke due to extremely hard bone quality...the screw was no longer advanceable. A competitive screwdriver was used in its place to advance the remainder of the screw". Update 05/09/2018: rep confirmed a surgical delay of approximately 5 minutes. Primary procedure.